Event description:
Revision 3 months post primary surgery due to cup loosening. Cup, liner and ball head were replaced, while the stem remained in place. Medacta was informed on (B)(4) 2013. Ref MFR report # 3005180920-2013-00144.